Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's desktop charger connector pin was broken and as a result they were unable to charge the ins recharger and subsequently the ins. The ins died as a result of not being able to charge. A new desktop charger was sent to the patient. No further complications were reported.